Event description:
Approx three hours into a dialysis treatment, the pt complained of abdominal discomfort and a severe headache. The pt became hypertensive and administered nifedipine twice. The pt's condition continued to deteriorate and she developed dyspnea, circumoral cyanosis, hemoptysis and pulmonary edema. She went into cardiac arrest and resuscitated. She was transferred to the hospital where she later expired from multi organ shutdown secondary to significant hemolysis.

Manufacturer narrative:
A gambro polyflux 140 h dialyzer was used in the dialysis treatment. The polyflux 140 h dialyzer involved in this incident was discarded by the facility. No defects or malfunction of the involved plyflux 140 h dialyzer were reported. Gambro could not perform either a lot history record check or a complaint history file check, as involved lot number is unk.